Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience prime) and is; therefore, similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink and shaft separation were confirmed. Difficult to position/guide wire resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 3.5 x 33 xience xpedition stent delivery system (sds) was being advanced over a balance middleweight elite guide wire. While still outside the anatomy, there was resistance, and the proximal shaft of the sds kinked and separated. Another same size xience xpedition was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.